Manufacturer narrative:
Journal title: direct aspiration thrombectomy experience with the sofia 6f catheter in acute ischemic stroke japanese journal of radiology (2021) 39:605¿610 https://doi.org/10.1007/s11604-021-01090-z. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted detailing a study which aimed to evaluate the usefulness of a non-medtronic (sofia) 6f catheter in m echanical thrombectomy with the direct aspiration first pass technique. 148 patients were included in the study. Medtronic¿s spider fx and protégé rx devices were used in the study. During procedures with tandem occlusions (19 patients) the stenotic segment was passed with a guidewire, and spiderfx embolic protection device was deployed in the terminal segment of the cervical ica. Subsequently, emergency percutaneous transluminal balloon angioplasty using a non-medtronic balloon was performed for the stenotic segment. If balloon angioplasty failed to achieve luminal patency, then additional carotid stenting with protege rx was performed to allow mechanical thrombectomy. A protégé rx stent was placed in 2 patients. After achieving adequate luminal patency, the non-medtronic (sofia) 6f was navigated to the thrombus site, and direct aspiration thrombectomy was performed. All patients were followed up in an inpatient setting and evaluated by a multidisciplinary team on a regular basis. Thromboembolic complications in new territories occurred in 8 cases. After treatment, a symptomatic intracranial hemorrhage (sich) was observed in 8 patients. In three cases, intracranial dissection was detected after the use of the stent retriever. The mortality rate after the procedure was (B)(4). There is no established or suspected causal relationship between the device(s) and the death events.